Event description:
It was reported that t:slim x2 pump battery did not charge and customer received a power source alert. There was no reported impact to the customer¿s blood glucose level. Technical support advised the customer to leave pump plugged into a power source for at least 30 consecutive minutes. Customer acknowledged and also was to locate the tandem charging cable if pump was not charging.